Event description:
It was reported that the lead was explanted/replaced because it dislodged. Low impedance and a 'nick or separation in the insulation' were detected at explant. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.